Event description:
It was reported that, "when inserting tip on to handle, threads became dislodged from inside the impaction tip. Can no longer be used as is."

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Manufacturer narrative:
The field experience of no rf telemetry was verified in the laboratory. It is believed that the rf could not be properly initialized due to a discrepant integrated circuit. As a result, the device stuck in a high current state which depleted the battery.

Event description:
It was reported that rf telemetry could not be established during implant. Inductive telemetry had to be used for the duration of the implant. Further information received notes that at follow-up visits, unsuccess ful attempts were made to fix the problem non-invasively. Subsequently, the battery was depleted. Explant procedure pending.